Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth or weight for the patient involved in this event. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess instrument performance. There is no indication that the customer sent the access total bhcg (5th is) reagent to the complaint handling unit (chu) for further investigation. All system performance indicators were within their respective tolerances at the time of the event. There was no report of hardware issues, system flags or issues with other assays in conjunction with this event. In conclusion, the cause of the non-reproducible low access total bhcg (5th is) result could not be determined.

Event description:
The customer reported obtaining a non-reproducible low beta human chorionic gonadotropin (access total bhcg (5th is)) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The customer originally obtained an access total bhcg (5th is) result within the normal reference range of the assay for the patient in question. After the result was questioned by the patient's physician the customer reanalyzed the sample on the original access 2 immunoassay system and obtained a significantly higher result within a different clinical category. This result better matched the patient's clinical history. The initial low access total bhcg (5th is) result was released from the laboratory. There was a change in the questioned patient's treatment/management as the medication they were being administered (methyltrexate) was discontinued due to the low access total bhcg (5th is) result obtained. System performance indicators such as assay qc (quality control), calibrations and routine system checks were all performing within either the laboratory's established ranges or published performance specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays. The patient's sample was collected in a 13x100mm serum tube without a gel separator which was centrifuged for ten (10) minutes at 3,100 rpm (revolutions per minute). The sample was analyzed from an insert cup. There were no reports of sample integrity issues with the patient's sample in conjunction with this event.

Manufacturer narrative:
There has been no further information provided to date by the customer in regards to the patient's ectopic pregnancy and discontinuance of their methotrexate treatment. It is unknown if the patient's methotrexate treatment was resumed.